Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose and low blood glucose. The customer low blood glucose level was 40 mg/dl and customer high blood glucose of the patient was 464 mg/dl. Customer reported other blood glucose value was 400 mg/dl. The customer did not provide details regarding symptoms of their high blood glucose and low blood glucose episodes. Customer treated with insulin pump, food and manual injection. The customer declined troubleshooting. The product will not be returned for analysis.